Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic), and the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, beginning (B)(6) 2016, 56 ventricular sic; high rate-non sustained episode with evidence of lead noise oversensing. On (B)(6) 2016, rv pacing impedance measured greater than 3000 ohms in a trend rising from 500-600 ohms, beginning (B)(6) 2015. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead exhibited high impedance, high thresholds and noise. The rv lead was abandoned and replaced, and remains in the patient. No patient complications have been reported as a result of this event.